Manufacturer narrative:
No product was returned for investigation.  A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the atrial fibrillation procedure, a perforation occurred. When attempting to go transseptal, the pericardium was perforated with the sheath. An ice image confirmed a perforation and the patient became hypotensive. Medication was administered for the hypotension. No intervention was required to stabilize the patient. There were no performance issues with any abbott device.